Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported the customer's blood glucose were going high over 500 mg/dl. The customer had been on dialysis for eighteen to twenty months for three days per week and customer's spouse stated her high blood glucose may have been correlated to this. Caller did not wish to troubleshoot. The device will not be returning for analysis at this time.